Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Four days after the event onset, the patient was hospitalized and was treated with vancomycin injection (1 gm per day, route and duration were not reported) and ceftazidime injection (1 gm per day, route and duration were not reported) for peritonitis. Antibiotic treatment was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the event. It was reported that the patient's pd therapy was put on hold for fifteen days and the patient was now on hemodialysis thrice a week. No additional information is available.